Manufacturer narrative:
Actual device was not returned, hence no device evaluation was performed. The lot met all release criteria with no relevant nonconforming material records. The lot usage history shows that no other units from this lot have been involved in any similar complaints at this time. Based on the review of the event information and manufacturing records, a root cause is unable to be determined; however, there is no indication that the device may have caused or contributed to the event. Endoleaks are a known risk of the procedure, as identified in the product labeling.

Event description:
It was reported that approximately 63 months post-implant of a bifurcated device and an infrarenal aortic extension a proximal type I endoleak was identified on a computed tomography scan. The patient was treated with a suprarenal aortic extension, which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.